Event description:
Doctor reported events of "port flip, pain and nausea." A revision surgery took place to treat the events.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Displacement, nausea and pain are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the reported event of nausea as follows: "nausea may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..."